Event description:
It was reported to ventec that the device unexpectedly powered off while attached to a patient. The reporter also advised that there was a burning smell coming from the device as well. When asked for additional information, the respiratory therapist (rt) for the patient provided the following regarding the event: "patient was going to go back on the vent for rest/nap. Plugged in the ventilator and placed the patient on the vent. Started smelling a burning smell but didn't know where it was coming from. Then all of a sudden, the vent screen went black, and the vent shut off completely with no alarms. Took the patient off the vent immediately and placed back on hfnc [high flow nasal cannula) trach mask until I could go and retrieve a new vent from the basement. When I went to plug in the new vent to the red outlet it started to spark. I then tried another outlet and it didn't spark. I let the charge rn know about the electrical issues and also that the patient needed to be moved because the ventilator alarm plug was not working. If the vent had shut down and me and the other rn were not in there at that time, there would have been no alarm to notify staff about the vent turning off and the patient probably would have suffered from a respiratory arrest. Sl was able to talk to sb about getting the patient transferred to the 3rd floor where we know the vent alarm work. Nrh4 huc called facilities to address electrical issues. The vent alarm probably hasn't been working the entire time the patient has come back from the ICU and this is a huge safety concern. Rt should be the ones to catch this and make sure that it's working." The rt advised that the same wall power outlet as the original ventilator sparked when the backup device was plugged into it. The rt further advised the backup device was then plugged into a different wall outlet which did not spark. The patient was placed on the backup ventilator for support. There were no reports of patient harm as a result of the reported issue, however, medical intervention was necessary in order to prevent permanent impairment/damage to the patient. The respiratory therapist further advised that the patient survived the event and is now home.

Manufacturer narrative:
Ventec received the device for evaluation where it was confirmed that it was inoperative. Ventec observed that when power was applied, the device's normal alarm and power button led were blinking. Once the alarm was silenced, the power button led became lit solid and its cooling fan began to spin. There were no other indications, however, that the device was powering up. Ventec found that removing the external power source and silencing the alarm again was the only way to power down the device. No buttons appeared to function and the lcd touchscreen display remained dark/black. An internal inspection was performed where it was observed that an unknown liquid had spilled on to the device's control board, resulting in the corrosion of multiple components around its power supply regulators. As a result, there was significant electrical damage to every component or subassembly connected to the control board's voltage power rails. Ventec then replaced the following damaged parts: control board, internal flow transducer (ift), metering valve, external flow module (efm) and exhalation control module (ecm) to resolve the reported issue. As a precaution, ventec also replaced the oa1 and oa2 boards as well as rotary valve (rv) 1 and rv2. Once the device was able to successfully power on, ventec observed that it failed the pre-use test (put) and was unable to maintain fio2 (fraction of inspired oxygen) levels. Upon further visual inspection, ventec observed that the routing of the ecm cable was interfering with the o2 port tube, preventing it from properly seating with the port behind rv1 on the manifold. This resulted in the o2 port tube folding over and creating a 1.28l/min lead leak to the o2 bolus port. The leaking o2 port tube is located directly over the unknown liquid spill on the control board, leading to the possibility that the moisture entered from the client's o2 sources and on to the control board. Ventec properly installed the o2 port tube to resolve the issue and ensured all other cables and tubes were also properly seated/routed. The device then passed the put and fio2 levels stabilized. Proper device operation was then observed through functional and performance testing. Ventec's investigation determined that it's reasonable to conclude that the likely cause of the reported issues was that the routing of the ecm cable interfered with the o2 port tube, preventing it from properly seating, which resulted in the o2 tube folding over and creating a leak which may have allowed moisture to enter the device from the clients o2 sources. The moisture (or liquid) then corroded multiple components on the control board, resulting in significant electrical damage to the control board as well as multiple other subassemblies.

Manufacturer narrative:
Corrected information for supplemental medwatch 001 - section h6 health effect - impact code, of the initial medwatch report, indicated: 2199 section h6 health effect - impact code, of the initial medwatch report, should have indicated: 2199 & 4642.